Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that customer received the following results on the aviva system within 10 minutes: 382 mg/dl, 106 mg/dl, and 124 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.